Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a colon procedure, the device would not activate when the activation button was depressed and sometimes the device did activate, but then would not stop when the button was released. There was no patient injury.